Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received that the patient came in for another follow up visit where the code 1003 was still noted and the device was in storage mode. The physician discussed the option of changing out the device with the patient. However, the patient and her daughter have made the decision to not change out the device at this time. It was noted that the patient's ejection fraction has normalized. At this time the device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device is expected to be explanted. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service.this investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that the device emitted tones. The health care professional (hcp) asked if the beeping tones could be disabled. Boston scientific technical services (ts) discussed device normally beep when code 1003 is triggered. Further, the patient is continuously monitored as device change out could not be performed due to patient's medical condition. At this time the device remains in service. No adverse patient effects were reported.